Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high impedance and threshold were observed on the lead. No intervention will take place at this time, patient will be monitored. The patient was in good condition.